Manufacturer narrative:
A customer from outside the united states reported observation of elevated advia centaur high-sensitivity troponin I (tnih) results for six patients which were discordant relative to repeat testing. MDR 1219913-2025-00022 was initially submitted on 16-jan-2025. Update, 10-feb-2025: siemens has concluded investigation. Multiple patient samples were affected, and it was noted that results for quality control (qc) samples were erratic on the day of the testing. Return of patient samples for further investigation is not warranted, as the discordant results were not reproducible. The advia centaur xpt instrument was inspected and tested by siemens service personnel. A blockage was identified, affecting aspiration from cuvettes. The affected probe was cleared. Additional probe alignments were performed as part of standard troubleshooting/maintenance. Following service intervention to the instrument, the system was fully operational, and no additional issues were identified. The customer is operational, and the reported issue was resolved by routine service actions. No product problem was identified. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Event description:
A customer observed elevated advia centaur high-sensitivity troponin I (tnih) results for six patients which were discordant relative to repeat testing when using tnih lot 108. The customer identified discordance in advia centaur tnih results for six patients, where initial results were considered falsely elevated vs. Repeat-testing results obtained using a second advia centaur system. There are no reports of any adverse patient consequences.

Manufacturer narrative:
The tnih instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.